Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the balloon identified no damages. A shaft break was identified 84.2cm distal to the distal end of the strain relief and a hypotube kink was located 80cm distal to the distal end of the strain relief. A visual examination of the shaft polymer extrusion identified no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the shaft polymer extrusion identified no kinks or damages. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. During functional testing, the device was inflated to rated burst pressure using an inflation aid attached to the broken section of the hypotube and held pressure without issue. No other device issues were noted during analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst upon first inflation at 6 atmospheres within 8 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the balloon did not rupture; instead, contrast was noted to be leaking from the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst upon first inflation at 6 atmospheres within 8 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the balloon identified no damages. A shaft break was identified 84.2cm distal to the distal end of the strain relief and a hypotube kink was located 80cm distal to the distal end of the strain relief. A visual examination of the shaft polymer extrusion identified no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the shaft polymer extrusion identified no kinks or damages. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. During functional testing, the device was inflated to rated burst pressure using an inflation aid attached to the broken section of the hypotube and held pressure without issue. No other device issues were noted during analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst upon first inflation at 6 atmospheres within 8 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).